Event description:
It was reported by the customer that the device needs to be repaired. The event timing is unknown. The investigation found that the motor speed was unstable, the plug harness assembly was damaged, and insulator was discolored, and the reciprocation arm and bearings were worn. No adverse events were reported as a result of this malfunction. Attempts have been made and no further information has been provided or is available.

Manufacturer narrative:
(B)(4). The event is confirmed. Review of the most recent repair record determined that the plug harness assembly was damaged, the motor had an inconsistent speed, the insulator was discolored, the reciprocation arm and bearings were worn. The bearings, motor, plug harness assembly, insulator and reciprocation arm were replaced and resolved the reported issue. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.